Event description:
It was reported that when the device was used during a wedge resection procedure, the jaws would not open after firing. The device was removed by cutting the tissue beside the jaw. Opened another device to complete the case. There was no consequence to patient.